Event description:
It was reported that a patient underwent thoracic spine surgery (discectomy) on (B)(6) 2007 and suture was used to close the site. Approximately 4 days after being discharged, patient showed signs of an infection. It was determined that the patient had a large abscess around the area of the discectomy. The patient underwent a second surgery on (B)(6) 2007 to remove the abscess and the sutures. The patient was put on an antibiotic for the infection.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for the same patient. See also medwatch 2210968-2010-01299.